Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the blue mating component "popped" off the bd phaseal¿ injector luer lock n35 during use due to a "very active" patient. As a result, the flow of medication stopped. The following information was provided by the initial reporter: "pharmacist states his patients using the cad pump for infusions also use the phaseal injectorn35 515003. He states some patients are very active and the blue portion of the injector sometimes pops out and stops the flow of the drug."